Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of foley catheter, when filling the cuff with water, no sterile water was allowed in. The person at the scene described it as sterile water was flowing back.

Event description:
It was reported that after insertion of foley catheter, when filling the cuff with water, no sterile water was allowed in. The person at the scene described it as sterile water was flowing back. Per notification from investigator on 11jun2025, there was asymmetrical balloon was present during evaluation.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first photo was a top view of the 2 way silicone catheter. The second photo was a zoomed in view of the catheter with a partially inflated balloon. The third photo was of the inflation cap and lot number nghz0015. The fourth photo was of the tray labeling and lot number myjs3610. Received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and observed asymmetrical balloon 80:20 and cuffing observed on balloon after deflation. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 2 min and 21 seconds. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, label and device history review were not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.